Event description:
The pt reported having a stomach virus, causing vomiting which led to the pt being hospitalized with elevated blood glucose and dka on (B)(6)2010.

Manufacturer narrative:
The pt has continued to use the pump with no issues. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.